Event description:
It is reported that the hinge pin dislocated from the femoral hinge mechanism. This was verified on the x-ray.

Manufacturer narrative:
Eval summary: only one a/p x-ray was provided with the complaint, and it is not the best quality; thus it is not known if the knee components were implanted with proper alignment. Also, no surgical notes were provided; so it is unk if the proper surgical technique was followed. In the surgical technique, it states "if the hinge post assembly is not properly tightened, postoperative disassembly could potentially occur. Freedom of the hinge post extension to rotate within the hinge may be compromised (reduced) by binding between the threads of the hinge post and hinge post extension. This binding is created when the tibial is not aligned directly under the femoral component." Without add'l info, the exact cause cannot be conclusively determined at this time. Eval: review of the device history records did not find any deviation or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.